Event description:
The technician alleged that the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician replaced the side rail lower pivot block, roller guide and the lower pivot bolt to resolve the issue.